Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) helium tank was draining to fast. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
It was being reported before use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "helium tank" which is draining too fast. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation meagan had stated that the helium is loosing quickly. Than the fse had further checked the error logs but the fse couldn't able to find any errors or faults in the logs. As per the service manual performed all pressure and vacuum leak check steps have been performed. Than the fse had further found that the "helium regulator" is failing by 20 psi leak test since the leakage was very high. Than the fse had further checked and verified all the tubing and connections. But the unit is still failing and leakage is very high. As per service manual he "high pressure regulator" needs to be replaced due to which they will order the parts and return it to another day. On 08-april as per service manual the fse needs to replace "d103-00-0637"- regulator , high pressure helium , "d358-00-0069"- bushing , regulator , housing , "d354-00-00209" - o ring , 0.351 x 0.072. After that the fse had performed the he regulator 20 psi though the leakage was a lot slower but still it is high. By the call tech support we will ship the leak detector to this fse and it will return on another day. Then the fse had further checked with leak detector and verified all tubing and connections from which fse had found the connection leaks and it should be adjusted as needed. Then the fse had performed the he regulator 20 psi leak test and the leakage test had now passed. The product had passed all the functional and safety tests per factory specifications and no other information is known or available. There is no involvement of the patient during this incident.the failure analysis and testing dept. Received part number 0103-00-0637 rev. E, sn (B)(6) with a reported unit failure of the helium tank draining too fast. The fat performed a visual inspection and found the part to be in good condition. The fat installed part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed there was a helium leak. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium tank was draining to fast. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.